Manufacturer narrative:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Char, the solid carbonized material, was formed close to or on electrode(s) of catheter during ablation procedure. Then the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The physician considered that the material was excessive. The physician considered the amount of the material observed caused a potential risk of a stroke to the patient. Bubble error was noted from the irrigation pump. The patient was anticoagulated and maintained throughout the case. The suspected device for the reported flow / irrigation issue was the catheter. Bubble error was noted from the irrigation pump. The investigation evaluation was completed on 28-feb-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no char/thrombus/clot residues in the device electrodes. A pump and pressure gage test was performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. (B)(6) hospital. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvc procedure with a thermocool® smart touch® sf uni-directional navigation catheter and an irrigation issue and char (excessive) issue occurred. Char, the solid carbonized material, was formed close to or on electrode(s) of catheter during ablation procedure. Then the device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The physician considered that the material was excessive. The physician considered the amount of the material observed caused a potential risk of a stroke to the patient. Bubble error was noted from the irrigation pump. The patient was anticoagulated and maintained throughout the case. The suspected device for the reported flow / irrigation issue was the catheter. Bubble error was noted from the irrigation pump. To solve the irrigation problem, quickly flushed the catheter and wiped off the scab on the surface of the catheter, but there were still some blockages. No issues related to temperature on the catheter. The generator was set to power control mode, 55 and 40w. The noted power was 40w. The correct catheter settings were on the generator. The pump was switching from low to high flow during ablation. The duration of ablation was greater than 60 seconds and less than 120 seconds. The average contact force was not greater than 40 grams. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was force values to 30g, 40g alarm. The heparinized normal saline was used as the irrigation fluid. The carto visitag module settings were respiration setting, stability range 3g, stability time 3g. Color options used were unknown.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 22-feb-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).